Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved ventilator inoperable and motor fault alarm. A xdcr error was present on the error log but no message prompt. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated but confirmed in the laboratory setting. The root cause of the reported issue was due to turbine eeprom was corrupt.